Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) discussed that outputs were increased from prior follow-ups. Health care professional (hcp) indicated that the patient will be coming back to clinic to make assorted output programming changes. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleted more quickly than expected. Boston scientific technical services (ts) discussed that outputs were increased from prior follow-ups. Health care professional (hcp) indicated that the patient will be coming back to clinic to make assorted output programming changes. To date, the device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.